Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the drive manifold failed the test several times. There was no patient involvement, and no adverse event reported. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm ordered and replaced the drive manifold. After replacement, the iabp passed the drive manifold test. The stm performed full functional, mechanical, visual and electrical testing. All tests passed. Cardiosave ready for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the drive manifold failed the test several times. There was no patient involvement, and no adverse event reported.